Event description:
Left foot siderail was not latching.

Manufacturer narrative:
Left foot siderail was not latching. Technician found the bushing missing on the mounting bar. Installed the bushing, lubricated the latch, passed function test.